Manufacturer narrative:
Pistocchi s, blanc r, bartolini b, piotin m. Flow diverters at and beyond the level of the circle of willis for the treatment of intracranial aneurysms. Stroke. 2012;43(4):1032-1038. Doi:10.1161/strokeaha.111.636019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pistocchi s, blanc r, bartolini b, piotin m. Flow diverters at and beyond the level of the circle of willis for the treatment of intracranial aneurysms. Stroke. 2012;43(4):1032-1038. Doi:10.1161/strokeaha.111.636019. Medtronic literature review found a report of patient complications in association with a pipeline stent. The purpose of this article was to their experience with flow diverters (fd) in the treatment of aneurysms at and beyond the circle of willis. Thirty aneurysms were treated in 26 patients (17 women, 9 men; mean age, 49 years) during 27 procedures. Six of the 30 patients included in the study were treated with 8 pipelines. The rest used a silk embolization device (sed). The article does not state any technical issues during use of the pipeline. The following intra- or post-procedural outcomes were noted:  - permanent neurological complication was deplored in 1/27 procedure. In this case, a left large mca aneurysm that had already recurred twice was treated for the third time with a pipeline and coils. The day after the procedure, the patient presented a sudden right hemiplegia and aphasia. An angiogram was immediately carried out showing a complete pipeline thrombosis. A balloon angioplasty was performed and the parent artery flow was restored. Despite that, the patient sustained a cerebral infarct with subsequent neurological deficit. The patient¿s mrs score at discharge was 4, and at follow-up it was 3.  - in 1 case, the patient sustained a reversible (less than or equal to 7 days) deficit of her left leg secondary to severe hypotension (blood loss in keeping with groin hematoma). This was noted to be an ischemic complication. It was not reported whether the patient was treated with a pipeline or a sed.  - there were 5/23 cases of asymptomatic intraflow-diverter stenosis at follow-up. In 2 cases, those with longer follow-up, showed resolution of the stenosis after prolonged antiplatelet therapy. It was not reported whether the 5 patients were treated with a pipeline or sed.